Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the scissor broke during a soft tissue procedure. On (B)(6)2010, customer reports via telephone that a sub-mucous resection was being performed in the nose when a scissor blade broke off. It was easily retrieved and there was no pt injury.